Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However log files has been sent and it shows that no failure detected from the device. Root cause of the failure was user error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that two bellavista ventilators was not reaching the tidal volume upon installation to the patient. The customer stated that the patient needed to be transfer to bellavista from v500 drager. The set up was exact same parameters and when they hook the patient to bellavista the issue happened and need to put patient back to v500. The customer confirmed that there was no patient harm associated with the reported event.